Event description:
The customer reported that the system displayed a ¿no signal input error¿. The field engineer noted that the error prevented the system from booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced a workstation power supply. The system operates as intended.